Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there was difficulty interrogating devices. A new rf (radio frequency) head was connected but still had trouble with intermittent communication with devices. It was noted the issue seemed to resolve when pressure was applied at connection of rf head to programmer. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; loose connection found on the lem (link electronic module) printed circuit board assembly at the rf (radio frequency) connector. Analysis also found both keyboard hinges are broken. Keyboard and keyboard slide cover are missing. Tab on power cord bay is bent and lower case is damaged.